Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and surgery ('surgery-essure related additinal surgery') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and underwent surgery (seriousness criterion hospitalization). The patient was treated with surgery (additinal surgery on (B)(6) 2016 and hysterectomy, bilateral salpingectomies and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea and surgery outcome was unknown. The reporter considered dysmenorrhoea and surgery to be related to essure. The reporter commented: patient was hospitalized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: fu3&4 process together- mr received: previously reported event- medical device removal was replace with dysmenorrhea, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and surgery ('surgery-essure related additional surgery') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and surgery (seriousness criterion hospitalization). The patient was treated with surgery (essure removed and additional surgery required and additional surgery on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and surgery outcome was unknown. The reporter considered medical device removal and surgery to be related to essure. The reporter commented: patient was hospitalized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: injury nos replace with medical device removal, patient's dob and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.